Event description:
Patient sm indicated that they had recently experienced several eye issues and had visited their doctor twice due to eye infections. Red eye/light sensitivity treated for an abrasion initially and then for "dry irritated eyes" and was prescribed antibiotics.